Event description:
During troubleshooting for an unrelated therapy issue on a homechoice (hc) , a high drain 106 alarm was found in the alarm log of the device. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) never felt any discomfort in relation to the alarm and had spoken with the registered nurse (rn) after the alarm. The technical service representative (tsr) explained the cause of the alarm. The hp was to use the hc for therapy that night and the tsr arranged to swap the hc. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 3 for this patient and event.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. All pressures of the device were found to be correct and stable. An internal inspection was performed and found no issues. The reported issue could not be duplicated. The reported issue was confirmed through an event history log review. The cause of the issue could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.